Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed. The therapy capacitor has been ordered and upon arrival, fse will replace for customer. The device remains at the customer site and no further evaluation is required at this time.